Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The product name / lot number were consistent with the complaint information. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the grasping section was partially peeled off.(fig2) the device history record for the lot indicated no anomaly with the event-related items. The record includes the following. -[inspection]high-frequency output -[inspection]appearance <<labeling review>> the instruction manual contains multiple warnings to the user, and the following description related to this reported event. Therefore, it can be inferred that mishandling of the device may have contributed to the reported event. Drawing number and revision number of IFU: rc3001 05 -do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or abrush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. «conclusion summary» however based on the physical investigation result and review of device history record, the exact caul from the physical investigation result and past cases, it is likely occurred the peeling of the tissue pad by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic omentectomy using the subject device, the tissue pad was burned and damaged. The intended procedure was completed with another device. There was no patient injury reported. On 2021/5/19, omsc checked the subject device and found that the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away.